Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is possible that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip, resulting in burns on the camera cover (c-cover). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited burns on the camera cover (c-cover). There was no patient involvement.